Event description:
The product was used during a thoracotomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.